Event description:
It was reported that the patient needed to have an MRI performed when it was reported that his vns had stopped working several years earlier. However, it was unclear if this meant that the battery had depleted or if a malfunction had occurred. No additional relevant information has been received to date.